Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump continues to alarm, and it could not be resolved. Per reporter, they are not sure if there is a pump issue or if the patient adjusted the pump/pushed too many buttons. This event occurred at the hospital. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned and therefore analysis was unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. No event history log was provided. The service history review had no indication that the complaint was related to a service of the device within the review period.